Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on 11/04/2013 states that there is noise on atrial lead. Patient had a syncopal spell and has a lot of vascular problems. He is going to see a radiation vascular specialist tomorrow, had clots in the vasculature around his leads and had stents placed there. The physician was dr. (B)(6) at (B)(6) cardiac and thoracic surgery in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)